Manufacturer narrative:
(B)(4). Visual examination of the returned complaint device found that the basket was in a closed position. The device is free of kinks and bends. The handle does not have any visual damage. The sidecar rx tunnel was found pushed back out of specification. Functional evaluation found the basket would open and close completely without problems or resistance. It is most likely that procedural and anatomical factors contributed to the encountered issue of sidecar rx tunnel pushback. Additionally, handling and manipulation of the device during procedure and interaction with additional devices/tools could have caused this failure. During manufacturing it is confirmed that the sidecar end assembly is free of exposed metal greater than 0.5 mm using vision system. This inspection would have detected the encountered damage; however, there is no control how the devices and handled/manipulated in the field. Therefore, the most probable root cause of the sidecar failure is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the event. The reported complaint of the basket failure to close could not be confirmed; therefore, the most probable root cause for the reported failure could not be determined. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the bile duct during a lithotripsy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the basket failed to close to capture a stone. The procedure was not completed due to this event. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the sidecar rx tunnel was pushed back out of specification; therefore, this is now an MDR reportable event.